Event description:
It was reported by the patient, she had a left tka done on (B)(6), 2021. During the patient's post-up visit on (B)(6) an x-ray was taken and was told by the pa that her tibia fell and needed to be revised. Patient was revised on (B)(6), 2021. Patient is still having difficulty with her knee. She's unable to bend the knee, swelling and pain. Patient would like to know if implants are part of recall. This pi is for revision of primary.

Manufacturer narrative:
Reported event: an event regarding loosening involving a tritanium baseplate was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion of assessment: this inquiry reports the early failure of a cementless tibial baseplate due to ¿tibial impaction fracture¿. A revision of the tibial component was carried out 9 days after the index surgery I cannot fully confirm that this event took place since I was only able to review a revision operation report, without supporting documentation including preoperative, post-operative or post revision radiographs. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of failure in the immediate postoperative period are multifactorial. These include surgical technique factors and patient factors such as trauma. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the patient, she had a left tka done on (B)(6) 2021. During the patient's post-up visit on (B)(6) an x-ray was taken and was told by the pa that her tibia fell and needed to be revised. Patient was revised on (B)(6) 2021. Patient is still having difficulty with her knee. She's unable to bend the knee, swelling and pain. Patient would like to know if implants are part of recall. This pi is for revision of primary.